Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) conducted a remote assessment and confirmed that the blue screen was appearing, and system was not booting up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a defective host pc and found that the hard drive needed to be replaced. To resolve the issue, the fse replaced the host pc hard drive and restored system ghost image backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.